Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 25-may-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial effusion that required pericardiocentesis. First it was reported that when the varipulse¿ bi-directional catheter (lot number: 31726691l) was advanced into the body, electrodes 8 and 9 of the varipulse¿ bi-directional catheter were displayed as black on the carto 3 system. An electrode impedance too high error (unknown error code) was displayed on the trupulse monitor. No lesions had been performed. The varipulse cable was replaced without resolution. The varipulse¿ bi-directional catheter was replaced and the issue was resolved. The procedure continued. Then it was reported that when the physician turned the knob on the varipulse¿ bi-directional catheter (lot number: 31804638l), the varipulse¿ bi-directional catheter loop was unable to be closed all of the way. The procedure continued without replacing the varipulse¿ bi-directional catheter initially. About 30 lesions were performed using the varipulse¿ bi-directional catheter. The varipulse¿ bi-directional catheter was unable to get to epicardial connections outside of the veins because the physician was unable to fully close the varipulse¿ bi-directional catheter loop. The varipulse¿ bi-directional catheter was replaced with a varipulse¿ bi-directional catheter (lot # unknown) and the procedure was continued and completed. Then, it was also reported that the patient had a pericardial effusion. Post-ablation and right before finishing the case, the pericardial effusion was noticed and confirmed when doing a scan using ice. The patient had no visible symptoms. The medical intervention provided was a pericardiocentesis. The last known patient status was stable prior to the pericardiocentesis. The physician believed that the pericardial effusion occurred at the transseptal access. No baseline effusion was noticed at the start of the case and before going transseptal. The ablation portion of the case had been completed. The carto 3 system was used for mapping and the trupulse generator was used for ablation. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The electrodes 8 and 9 displayed black on the carto 3 system was assessed as non MDR reportable as a recurrence of the malfunction is unlikely to contribute to a death or need for medical or surgical intervention to preclude serious injury (permanent impairment to a body function, permanent damage to a body structure). The high impedance issue was assessed as non MDR reportable. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. The loop issue was assessed as a reportable malfunction under the varipulse¿ bi-directional catheter (lot number: 31804638l). The adverse event was assessed as MDR reportable under both the varipulse¿ bi-directional catheter (lot number: 31804638l) and the varipulse¿ bi-directional catheter (lot#: unknown).